Event description:
It was reported that an asymptomatic patient presented in clinic with non sustained lead noise due to post-paced t-wave oversensing. Programming changes were made successfully.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.